Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib error 11" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received, and a follow-up report will be submitted when our investigation is completed.